Event description:
The customer reported battery is not getting charged. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.